Manufacturer narrative:
(B)(4). A batch review for potentially associated lot 10j15h25 was performed with no issues noted during the manufacturing process. There were no deviations noted during the manufacturing process. The root cause was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 4 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
Baxter contacted the patient's peritoneal dialysis (pd) rn on (B)(4) 2011 to follow up on the peritonitis reported by a caregiver in an unrelated alarm complaint. The pd rn reported that on (B)(6) 2011, the patient was not feeling well and had a fever. The patient's wife called the ambulance and he was admitted to the hospital on that day. She confirmed that the patient was diagnosed with peritonitis and also had some cardiac issues on admission to the hospital. She had no information on the admitting diagnosis related to the cardiac issue. She reported the patient's diagnosis was not aggravated by any pd solutions or devices as the patient was not receiving pd therapy at the time of the incident. Pd effluent cultures were done on an unknown date.. She did not know if gram stain or wbc was done. She reported the patient was being treated with tobramycin unknown dose and length of treatment) intraperitoneally (ip). The patient had no exit site infection. The patient remains hospitalized. The pd catheter will be removed and pd therapy will be placed on hold. The patient will start inter-center hemodialysis (on an unknown date) and remain on this therapy until the peritonitis has resolved. No further information was available.